Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "fold flaws, grade 3 periprosthetic capsule", and "implant was assessed and noted to be intact."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Visual evaluation: visual analysis of the photographs identified device with fold creases, deformation and white particles material was found on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and "any creases". Device has been explanted.